Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an upstream occlusion alarm during therapy. The device was programmed to deliver a fentanyl via continuous intravenous (IV) infusion at the critical care unit. The tubing was kinked just below the drip chamber and was preventing the drug from infusing properly.

Manufacturer narrative:
It was reported that a spectrum iq pump alarmed infusion complete during patient infusion of fentanyl, yet the vial was still completely full. The registered nurse checked the tubing and the intravenous (IV) insertion site and they were patent, not kinked or leaking. The IV site was rotated and a bolus given but within the drip chamber there was no movement of the infusion. The patient was stable and did not require additional medication. The infusion was stopped and a new vial was rehung with new tubing and a new pump. No additional information is available. Additional information: received via medwatch report 0700220000-2021-8140. Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.